Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a stained keypad overlay, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label missing. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. Moisture damage was also found on the motor and battery tube assembly. No moisture damage on the vibrator or keypad assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert before replace battery alert. Customer reported that they had issues with the insulin pump and sensor. Customer stated that they went through changing batteries every other day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.